Event description:
T was reported that the pt experienced a partial hemianopia and mild to moderate decrease in sensation. The reported start date was 2005 and stop date was about three weeks later. This is not pre-existing and unknown if product related. No action or treatment was administered and the event did not result in prolonged hospitalization. The pt's outcome has resolved.

Event description:
Guidant's medical experts adjudicated the outcome of this patient event. It was determined that this patient experienced a stroke. No additional information was available.